Event description:
During an in-clinic follow-up, an over current detection (ocd) alert was observed during interrogation of the device. It was determined that the alert was triggered during a prior, unrelated cardiac surgery and was found to be false. A device download was performed to clear the alert and resolved the event. The patient is stable with no consequences.